Manufacturer narrative:
Follow-up #1: date of submission 04-apr-2018 device evaluation: the device has been returned and evaluated by product analysis on 27-mar-2018 with the following findings: the recorded boluses delivered match the total daily dose bolus history with no issues. A pair of manual boluses were performed with no issues. The pump was exercised for 24 hours with no issues observed. The total daily doses of insulin added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range. The alleged issue could not be duplicated.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged that the patient experienced a low blood glucose (bg) of 34 mg/dl with a loss of consciousness associated with an alleged inaccurate delivery. Reportedly, the patient remained on pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. The self-treated with orange juice and does not recall any other details of the event. Troubleshooting with customer technical support (cts) revealed that the basal delivery totals in the total daily dose matched as programmed and the basal history matched the active basal program settings. A review of the bolus history showed that the bolus totals did not match and the difference was greater than 5 percent; a cause for the bolus discrepancy could not be identified during troubleshooting. This complaint is being reported based on the allegation that the patient experienced hypoglycemia because of an alleged inaccurate delivery issue.